Manufacturer narrative:
H3 other text : the customer evaluated the device.

Event description:
It was reported the device showed therapy disabled with rfu indicator flashing red x. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.